Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The distributor claimed that a battery (part number 9065; batt.3.7v,wrls.pat.mdle. Rohs) was received without a label. The label that is missing from the battery contains no text and is all symbols. The device was not in use on a patient.